Event description:
It was reported that this right ventricular (rv) lead was replaced due to a non-specific product performance concern. The lead was capped and abandoned. No additional adverse patient effects were reported. At this time, no further information is available.